Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was one or more cycles were advanced to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 2, on (B)(6) 2013. The patient's ultrafiltration (uf) reading was 1617 ml, indicating the home patient (hp) drained 1617 ml more than the largest prescribed fill volume of "250 0ml". This meant the total drain volume was approximately 4117ml. No patient injury, adverse event, or medical intervention was reported. No additional information is available.